Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several inappropriate anti-tachycardia pacing (atp) and inappropriate shock(s) due to an episode of atrial arrhythmia. All programmed therapy was delivered. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several inappropriate anti-tachycardia pacing (atp) and inappropriate shock(s) due to an episode of atrial arrhythmia. All programmed therapy was delivered. The physician made changes to the tachy setting on the patient's ICD and adjusted patient's medications to prevent future inappropriate shocks. . The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several inappropriate anti-tachycardia pacing (atp) and inappropriate shock(s) due to an episode of atrial arrhythmia. All programmed therapy was delivered. The physician made changes to the tachy setting on the patient's ICD and adjusted patient's medications to prevent future inappropriate shocks. The device remains in service. No adverse patient effects were reported.